Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported seeing a recharger not found message. The following troubleshooting steps were performed: reset the recharger, . Additional troubleshooting information: after resetting the recharger the handset connected to the recharger and the patient was able to start a charging session. Patient said the ins was 90% charged and the therapy was off. Patient stopped the charging session and when the patient connected to the ins using the my therapy app the patient saw a por message. Asked patient is the ins had recently depleted and the patient said they didn't know. Reviewed to clear message and turn stim on. Patient was able to turn stim on. The troubleshooting steps that were taken on the call resolved the issue.